Event description:
The device would not deliver selected energy to the patient based upon a lack of expected muscular reaction in response to defibrillator discharge. The staff attached the device standard paddles and successfully defibrillated the patient. The patient was resuscitated.